Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain with progressive onset') in a (B)(6) year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (rash), appendectomy, gravida (4), vaginal delivery, elective abortion (2) and uterine abrasion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("memory loss"), asthenia ("asthenia"), arthralgia ("joint pain with progressive onset"), palpitations ("palpitations"), neck pain ("neck pain") and mental disorder ("psychological counseling"). The patient was treated with surgery (removal of the essure devices by bilateral salpingectomy with laparoscopic coronectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dizziness, amnesia, asthenia, arthralgia, palpitations, neck pain and mental disorder outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, dizziness, mental disorder, neck pain, palpitations and pelvic pain with essure. The reporter commented: removal method of essure was laparoscopy/ bilateral salpingectomy with resection of the interstitial portion. The post-operative aftermath was uneventful, enabling the patient to be discharged on (B)(6) 2020, with a prescription for painkillers and prophylactic anticoagulant. Essure removal was performed at patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain with progressive onset') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (rash), appendectomy, gravida (4), gravida, elective abortion (2) and uterine abrasion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("memory loss"), asthenia ("asthenia"), arthralgia ("joint pain with progressive onset"), palpitations ("palpitations"), neck pain ("neck pain") and mental disorder ("psychological counseling"). The patient was treated with surgery (removal of the essure devices by bilateral salpingectomy with laparoscopic coronectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dizziness, amnesia, asthenia, arthralgia, palpitations, neck pain and mental disorder outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, dizziness, mental disorder, neck pain, palpitations and pelvic pain with essure. The reporter commented: removal method of essure was laparoscopy/bilateral salpingectomy with resection of the interstitial portion. The post-operative aftermath was uneventful, enabling the patient to be discharged on (B)(6) 2020, with a prescription for painkillers and prophylactic anticoagulant. Essure removal was performed at patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain with progressive onset") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (rash), appendectomy, gravida (4), gravida, elective abortion (2) and uterine abrasion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), amnesia ("memory loss"), asthenia ("asthenia"), arthralgia ("joint pain with progressive onset"), palpitations ("palpitations"), neck pain ("neck pain") and mental disorder ("psychological counseling"). The patient was treated with surgery (removal of the essure devices by bilateral salpingectomy with laparoscopic cornuectomy). Essure was removed on 19-oct-2020. At the time of the report, the pelvic pain, dizziness, amnesia, asthenia, arthralgia, palpitations, neck pain and mental disorder outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, asthenia, dizziness, mental disorder, neck pain, palpitations and pelvic pain with essure. The reporter commented: removal method of essure was laparoscopy/bilateral salpingectomy with resection of the interstitial portion. The post-operative aftermath was uneventful, enabling the patient to be discharged on (B)(6) 2020, with a prescription for painkillers and prophylactic anticoagulant. Essure removal was performed at patient´s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.